Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline and white power lead had tears through the outer sheaths. Inner sheaths were exposed. System controller needs exchange but will need engineer's help with repairing the driveline. They plan to repair the area using a clamshell.